Event description:
The customer reported a low blood glucose event. The paramedics were called to treat a reading of 35 mg/dl. The paramedics treated with sugar. The blood glucose level increased to 120 mg/dl. The customer also stated that the insulin pump did not alert him of low blood glucose. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.